Event description:
The customer reported the central station exhibited boot loop then would not boot at all. There were four telemetry pts being monitored at the time and the user was able to move the pts over to another cic approx 10 minutes later. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.